Manufacturer narrative:
B1, b2, b5, d1, d2a, d2b, d4, h4 remove MDR codes 2199, 4582, 3190 b1, b2, b5, d1, d2a, d2b, d4, h4 remove MDR codes 2199, 4582, 3190.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to blood glucose (bg) level over 500mg/dl. The customer was treated with intravenous saline and insulin to address bg level. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the customer's pump did not deliver insulin as intended and the customer was no longer using it for insulin therapy. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was not "able to deliver insulin" and the customer was no longer using it for insulin therapy. No additional information was provided. Although requested, the customer declined to provide any additional information.